Event description:
Gbo awareness 20jul2025. The customer advised: "escalating a significant concern regarding this product. On (B)(6) 2025, a phlebotomist reported that while in the middle of drawing blood from a patient, the needle detached and remained in the patient's arm. Luckily, the collector was able to remove the detached needle without causing any harm to the patient. The pictures below depict the defective device and packaging. Customer advised: did the phlebotomist receive prior training with a greiner bio-one product specialist? Yes. Did needle device or its packaging show damage or tamper prior to use? No. Was needle removed from packaging using the "open here" triangles on top of the package? Yes. Was the needle cap removed by pulling straight off? Yes. Was this a difficult stick for the phlebotomist? (Ex: redirecting of needle, pressure applied to puncture site?) No. Was there patient movement or discomfort expressed during the draw? No. Could the needle device pictured and any unused product samples of 450130, g250333e be returned to greiner for a quality evaluation? Unused, yes.

Manufacturer narrative:
Complaint: (B)(4). Samples have been received and are being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Received 60pc 450130/g250333e for evaluation. Received customer pictures. We forwarded the complaint, customer pictures and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a check of production documentation revealed no deviations in relation to the reported error. Cannula bond force testing was performed on the unused customer samples; no abnormalities were detected. The complaint cannot be confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.